Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis and claudication are listed in the supera instructions for use as known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 5x150 supera stent was implanted in the superficial femoral artery (sfa) on (B)(6) 2016. The patient was discharged on dual antiplatelet therapy (dapt) of trombyl and aspirin. The patient returned on (B)(6) 2017 due to sudden leg pain and difficulty walking. A thrombus occlusion was found 2 to 3 centimeters above the supera stent, although the stent was patent. The patient was treated with thrombolysis over night and balloon angioplasty was done the following day with great results. The patient's dapt was changed to include clopidogrel. A control check later in march showed the supera stent was still patent. No additional information was provided.